Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "under infusion/operating unit". Customer information: "infusion history requested because nursing informs that the equipment infused different from the programmed".